Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that over the prior year, he had experienced irritation on his abdominal skin upon removal of sensors. Patient reported that he is experiencing itchy rashes on other parts of his body as well. Patient consulted dermatologist in (B)(6) 2013. Dermatologist attempted to determine if patient is allergic to an ingredient in the sensor patch adhesive. On (B)(4) 2013, dexcom technical support contacted patient to follow up. Patient reported that no results were yet available from dermatologist.